Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, sore, and irritated under electrodes, area oozes and gets sticky. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication and ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.